Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. The tamper seal was removed and the right plunger case was cracked. A motor rate error was not evidenced in the history. The reported product problem could not be verified because the pump went into a aux controller unit post error. The investigator updated the motor assembly and replaced the following components as a preventative measure. Cracked right plunger case. Clutch half's left and right, leadscrew, and spring - cable guard. Main board. The device passed all functional and delivery tests after the above components were replaced.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.